Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the rubber coating likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation found a cut on the pink colored rubber coating of the distal end probe unit. Additionally, there is one broken element on the ultrasound image and there is a deformation/buckle on the light guide tube. The scope was repaired to asset specifications and returned to asset stock. A review of the repair records shows the asset scope was last serviced on march 28, 2022; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset/loaner evis exera ii ultrasound gastro-videoscope was returned to olympus. There was no defect or malfunction associated with the asset scope. However, upon the service inspection and testing of the asset scope, a cut was found on the rubber coating of the distal end probe unit. No death, injury or harm was reported.